Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7071888 / 7073852; product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 29661765.

Event description:
It was reported that the patient was experiencing bruising and pain at the battery site and feeling discomfort. It was noted that the implantable pulse generator (ipg) was too shallow due to migration. It was also mentioned that during the procedure the leads had high impedances. The patient underwent a system replacement procedure. The explanted device components were not returned as it was discarded by the facility.